Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) pim test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer(fse) encountered that the issue replaced the pim. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received part with a reported unit failure of the pim test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual revision r. Fails the pim leak test with a differential pressure of -130mmhg. Probable leak at the k10 or k4 solenoid. Retaining the part in the failure analysis and testing department per procedure. However, per the cardiosave dfmea the possible cause of the failure mode pneumatic module leak test fails are component reliability or fatigue.

Event description:
N/a.